Event description:
Pt with iabp via l femoral artery on 1:1 functioning normally. Approximately 11 hours after initiation, balloon pump began alarming augmentation below set limit and later began alarming multiple things including catheter line restriction, and timing issue. Noted small flecks of dark dried blood in helium tubing. Balloon rupture suspected. Device later removed.